Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The enclosure was cracked at the drain fitting and this was causing a leak. Both covers were cracked, and the line cord was worn, and the pole clamp was damaged. In addition, the heater failed the electrical test. The customer reported product problem (cracked reservoir) was confirmed during the investigation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The crack was caused by the user. A user issue was established as the root cause of the product problem. The aforementioned worn/damaged components were replaced. Additionally the pcb, power switch, and retainer were also upgraded. The device then passed all the functional tests.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a cracked case by the reservoir. No patient injury or complications were reported in relation to this event.